Event description:
Blood warmer on machine caused blood to become so warm in the tubing that was touching the patient's pillow, that the pillow case was singed and the pillow melted where the tubing was touching it.